Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that only the distal portion of the lead was received. Insulation abrasions breaching the ring electrode cable lumen were noted at 3.2 cm to 3.6 cm and 4.0 cm to 4.8 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.